Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out procedure, after the right atrial lead was removed from the device header an insulation anomaly was noted on the lead. The lead was capped and replaced. There were no consequences to the patient. The patient was doing well post procedure.